Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported problem failing with high per square inch 20.91/20.58 was not able to be reproduced. The device was found to operate within specification during downstream occlusion testing. The reported condition was not verified.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was failing the downstream occlusion test with high pressure reading of 20.91 and 20.58 pounds per square inch (psi). There was no patient involvement. No additional information is available.